Manufacturer narrative:
Covidien/medtronic reference number (B)(4). This is a known issue and has been isolated to the user interface printed circuit board (ui pcb) and action has been taken under remedial action efforts. Complaint trends will continue to be monitored. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
During analysis of the unit, it was observed that the segments were missing on the display. There was no patient involved.